Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
A response from the customer was received via email. The customer stated that she was in the hospital due to pneumonia, and the pump was exposed to an x-ray. The customer stated there had never been a problem with the pump previously. The diabetes nurse was the person who initial called in to have the pump replaced, but it was not tested.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was not delivering insulin during bolus or basal. The customer's blood glucose was 14.0 mmol/l at the time of incident. The customer was unable to troubleshoot at the time of call. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was programmed with a bolus delivery and a basal rate of 2.0 u/hr and monitored. All bolus deliveries and basal rates registered properly in the pump history summary. The motor was tested outside of the device and it passed. The pump was received with a scratched case, a pillowing keypad overlay and minor scratches on the lcd window.